Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg was explanted due to an unknown reason. The explanted ipg was returned for analysis.